Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized, and had surgery. The cause of the hospitalization and surgery was not provided. Blood glucose value was not provided. Multiple contact attempts were made by tandem technical support to follow up regarding the issue, however, a response was not received.